Event description:
It was reported the patient's catheter was cut by a surgeon during an discectomy surgery (unrelated to the pump). The cut was very near to the spinal/pump segment connector pin. They removed the old pump segment connection, shortened the catheter by about 4 cm, then reconnected it. The spinal segment (which was drained of drug during revision) was re-primed and the pump was reprogrammed with updated catheter volume. The patient was doing fine and receiving effective therapy. There were never any symptoms and the event happened while the patient was under anesthesia. The pump was used to deliver baclofen, morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).